Event description:
The customer reported that the system displayed an intermittent generator error, which caused the system to lock up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A power supply and circuit boards were replaced. The system was tested and found to be working as intended and put back into service.